Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was having symptoms of a bladder infection and while symptoms had gone away they were now back. When the ins was checked stimulation was found to be turned on and set to 1.85 on program 1. During the call the patient was assisted with adjusting stimulation settings which was reported to have resolved to issue. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had pelvic floor pain since (B)(6) 2017. Patient was redirected to follow-up with their healthcare provider. Patient reported they had always had pelvic floor pain, however it had gotten intense since (B)(6) of 2017. The patient stated they didn't like the tingling sensation as it was uncomfortable. Patient was having a lot of pain. Patient stated they had called a few months prior and had a bladder infection, but they didn't know at the time. Patient stated they were still having a lot pain.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient that they had been having a lot of severe pain in the pelvic floor location. The patient stated that the pain they had was usually helped with the device. It was noted that the patient had been going to physical therapy and checked the device with the programmer and it showed it was working. They were going to have the device checked on thursday to see if it is working properly. The patient was redirected to their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they did not know what caused the uti and they were given antibiotics to resolve the bladder infection symptoms. It was noted that the issue seemed to be resolved. No further complications were reported.